Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error message b30 and e216 were shown, poor water-tightness of cable unit and water leak in camera unit. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: poor water-tightness of the cable unit resulting in no image displayed, and error message b30 and e216 were shown due to water leak in the camera unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had no image and produced a poor-quality image. The issue was found during inspection for use. There were no reports of patient harm.